Manufacturer narrative:
(B)(4).

Event description:
It was reported post-paced t-wave oversensing was observed on the ventricular channel. The post-paced threshold start setting was changed on that same date. The patient is being remotely monitored and the patient condition is fine.